Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02062. As part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist device (lvad), serial number (B)(4), and the reported event could not conclusively be determined through this evaluation. No autopsy was performed and (B)(4) was not returned for evaluation. The hmii left ventricular assist system (lvas) instructions for use list potential adverse events, including right heart failure, renal failure, respiratory failure, peripheral thromboembolic events, and death, that may be associated with the use of the hmii lvas. Heartmate ii lvas IFU, is currently available. The IFU lists potential adverse events, including right heart failure, renal failure, respiratory failure, peripheral thromboembolic events, and death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired around noon on (B)(6) 2019. The unclassifiable type of muscular dystrophy, right heart failure, and renal dysfunction were worsening, and the whole body condition was also worsening. It was also reported that the patient had respiratory arrest at home on (B)(6) 2019, and emergency medical service was requested. The patient was transferred to a flagship hospital. Detailed examination was performed, and wide spread intestinal necrosis was observed. Since the patient had a progression of metabolic acidosis, it was determined procedures could not be performed, hence do-not-resuscitate (dnr) was ordered. The device was functioning normally. Autopsy was not performed. The main cause of death was non-occlusive mesenteric ischemia. The cause of intestinal necrosis was due to worsening of the whole body condition. The cause of non-occlusive mesenteric ischemia was either worsening of the whole body condition or thromboembolism.